Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
Doctor reported that when removing the crown of tooth 46, according to his dental practice, the loose implant in the abutment was probably cold-welded and cannot be detached.